Event description:
It has been reported that the device does not recognize that the pads are attached to a patient. Proper fr2 pads are being used which are not expired. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). The pads in question were not returned for investigation.